Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is they repaired multiple leaks within unit but could not duplicate the issue of it alarming.